Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that since (B)(6) 2024. They've been getting up 6-7 times at night to go to the bathroom and when they went to the bathroom they weren't able to get much out so sometimes they didn't want to even get out of bed but they would still get the urge to go and so they would get up. Patient confirmed it was a symptom return of their baseline symptoms. Patient also stated they would be dripping to and it went on all night long. Patient was concerned because it began on their cruise they went on, on (B)(6) 2024, which was contradicting to the start date of (B)(6). Patient stated they went through security on the cruise and wondered if anything could have damaged the ins. Patient services reviewed security system guidelines with the patient a nd patient stated they didn't notice anything when they walked through, but they'd done it 4 times and they'd read in the manual that they should bypass security or turn the therapy off if they went through.  Patient stated they didn't notice anything from the ins when walking through security and they also thought it could have been nerves too that had caused the symptoms and that they were on a trip and off of their regular routine. Patient stated that they'd made a few adjustments since and it seemed to help their symptoms again afterwards. Patient stated their health care provider (hcp) told them they could "play around with it." Patient stated last night (B)(6) 2024 they were back to getting up 6-7 times however so they switched to a new program. Patient services reviewed therapy expectations and device description/function with the patient as well as programming and stimulation considerations. Patient stated their current program they went to, they hadn't increased to where they felt the stimulation so they would increase the stimulat ion a little more to where they could feel it and that they would monitor their symptoms afterwards. Patient stated they had a follow up appointment scheduled with their health care provider (hcp) on (B)(6) 2024 so they would monitor their symptoms for now and follow up with their hcp about their symptom concerns if they still had them at their appointment. .

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.